Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon material rupture. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the patient was admitted emergently and the procedure was to treat a lesion located in the left anterior descending artery. An unspecified stent was implanted and then the 4.0x15mm nc trek neo dilatation catheter balloon was used for post-dilatation. The balloon was inflated to an unknown pressure and a rupture occurred. The dilatation catheter was removed without difficulty and remained intact. There was no adverse patient effect and no clinically significant delay. A non-abbott balloon dilatation catheter was used to complete post dilatation. No additional information was provided.